Event description:
The article, "minimally invasive tricuspid valve surgery after failed transcatheter tricuspid valve repair", was reviewed. The article presented a case study of a 77-year-old female patient with a history of acute type a aortic dissection, coronary artery disease, hypertension, chronic obstructive pulmonary disease, shortness of breath and tricuspid regurgitation (tr). On an unknown date three triclips were implanted. The patient's tr remained severe. On an unknown date the patient presented to the hospital with shortness of breath. The patient was noted to still have severe residual tr. The decision was made to conduct minimally invasive tricuspid valve (tv) surgery. A cardiopulmonary bypass was established by percutaneous cannulation of the femoral artery and vein. After right atriotomy, intraoperative evaluation of the tv indicated a loss of insertion on one of the triclips and a large coaptation gap on the tv. The decision was made for tv replacement. The three triclips were explanted. A 33mm epic valve was implanted. The patient was discharged from the intensive care unit on postoperative day 5. On an unknown date the patient went into 3rd degree heart block. A permanent pacemaker was implanted. [The primary and corresponding author was serdar akansel, department of cardiothoracic and vascular surgery, deutsches herzzentrum der charite (dhzc), berlin, germany, with corresponding e-mail: serdar.akansel@dhzc-charite.de.].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: minimally invasive tricuspid valve surgery after failed transcatheter tricuspid valve repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.